Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report a svc code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is a broken positive lead on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified but the damaged likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The pt rec'd a replacement monitor.